Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain and loosening. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to the calcar stem loosening. The operative notes confirm that the calcar stem, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01327 & 0001825034-2013-05397).